Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a power issue. The device would turn off when the operator turned it on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, diagnostic tests and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The power off issue was not verified; however, a f38 (malfunction in tube misloading detection circuitry) alarm was identified during power on and review of the alarm log. The cause of the condition alarm was force sensing resistors out of range. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.